Event description:
It was reported that during a lung biopsy procedure the device cut the fully cut but when the surgeon observed the staple line it did not staple. They used a second device and completed the procedure. This occurred at the initial firing of the device, it is unknown what color reload was used. The device opened and was removed off of the tissue with no problem. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.